Event description:
Edwards lifesciences maintains an implant patient registry (ipr). This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. It was reported via the implant patient registry that a 3300tfx21mm valve was explanted from the aortic position after an implant duration of seven (7) years and four (4) months due to high gradients across her lvot. As reported, at time of operation there was circumferential pannus below the valve. Reportedly, the valve itself looked pretty good with minimal calcification. Another valve of the same model and size was implanted in replacement.

Manufacturer narrative:
As reported, the customer was not willing to provide further information about the event/device location. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
H10: additional narrative: the device history record (DHR) review showed that this device passed all manufacturing inspections prior to release. No non-conformances were identified that could be related with the reported event. High gradients can occur early or late in the lifetime of a prosthetic valve. When it occurs early after aortic valve replacement, it is typically a result of pressure recovery, patient-prosthesis mismatch, and or subvalvular or supravalvular obstruction. Measurement error, a high flow state, prosthesis dysfunction, and pannus overgrowth can cause late high gradients after aortic valve replacement. Prosthesis dysfunction is most likely related to patient/procedural factors, and not to manufacturing non conformances, which most likely would be identified intraoperatively or early post implant. In this case, a definitive root cause cannot be conclusively determined; however, patient factors likely caused or contributed.